Event description:
Procedure performed in the right sfa: pt in lab for left popliteal disease. Physician also looked at the right side sfa prior to ending procedure. Angio showed calcified lesion and possible strut fracture in the protege stent. Moderate stenosis in-stent lesion distal to stent. No procedure done at this time. The protege was implanted in 2005. No pt injury reported.